Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they hospitalized due to low blood glucose level on (B)(6) 2020. Customer¿s blood glucose level was 50 mg/dl, at the time of incidence. Customer reported that they back on the syringe. Customer had given shot for low blood glucose level. Customer was not using auto mode at the time of incidence. Customer reported that they were off the insulin pump due to low blood glucose level. The insulin pump will not be returned for analysis.